Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported difficulty was not confirmed as it was related to use error and the non-abbott 0.018" guidewire was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned analysis, the reported difficulties appear to be related to use error. The emboshield nav6 embolic protection system (eps) is compatible with the 0.014¿ barewire as indicated in the product instruction for use (IFU), as well as the product packaging label. In this case, attempting to advance the nav6 over a non-abbott 0.018¿ guide wire caused resistance while attempting to load and remove the filter from the oversized guide wire and as a result, the filter was pulled out from the delivery catheter pod during removal from the oversized wire.h6- health effect - impact code 4650 was removed and replaced with code 4656h6 -medical device problem code 2017: guide wire / fdw selection incorrect

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the large emboshield nav 6 embolic protection system (eps), the pre-loaded barewire was removed, and a longer non-abbott guide wire (gw) was attempted used. However, the eps was not able to be loaded onto the non-abbott guide wire. Another 0.018 unspecified gw was attempted to be used with the eps, but the gw was not able to be inserted into the tip of the filter system; therefore, that gw was removed, and during removal of the gw the filter became disconnected [separated] from the delivery catheter. The eps was not able to be used in the procedure. Another emboshield eps was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.